Manufacturer narrative:
An initial evaluation was conducted by olympus; however, investigation is ongoing. In addition to the details provided , our evaluators also noted cosmetic wear and tear on the device. Should additional information be provided, a supplemental report will be submitted.

Event description:
As reported, during a routine inspection, the evis exera iii video system center due to no output signal on the sdi, comp output, or pip. Evaluators confirmed that this event occurred due to a faulty patient board that needs replacing. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ a definitive root cause could not be identified; however, based on the condition of the device and the results of the investigation, the following possible causes are provided: due to the age of the device, it is possible that the components have deteriorated due to long-term use, resulting in the failure of the dp and dx substrates. As the dp and dx substrates are responsible for processing and the output of video signals, it is possible that the video output of sdi, composite, and pip became impossible. Olympus will continue to monitor the field performance of this device.